Event description:
Customer called stating admission to the hosp with high bgs. Customer stated that they woke up with high bgs, changed the site and delivered a bolus. An hour later the bgs were high. Customer disconnected and took a manual injection. Bgs began to go down. No indication of dka. Md felt that the pump was not delivering insulin. Troubleshooting was performed. Delivery and high pressure test passed. The screen was cracked. There were no other significant findings.